Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: received one presto inflation device for evaluation. The manometer dial was seen broken away from the rest of the device. Due to the nature of the complaint, no functional testing was performed. Therefore, the investigation is inconclusive for the reported inflation problem as functional testing of the device could not be performed. The investigation is also unconfirmed for the reported crack as no crack was noted on the device. However, the investigation is confirmed for the identified break as the manometer dial was seen broken away from the rest of the device. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery, the device allegedly leaked when expanding the balloon. It was further reported that the pressure was slow to rise from the beginning and it was not working properly. Reportedly, the device allegedly had a crack. There was no reported patient injury.